Manufacturer narrative:
Patient information unknown. Even date unknown. This report is for two (2) unknown variable angled locking 2.7mm screws. /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Original implant was in 2012. Complainant part is not expected to be returned for manufacturer. Therapy date of concomitant device is unknown. Contact address and telephone number is unavailable. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported about a removal of metalwork; (B)(6). Patient plate removed post 1st mtp fusion. On removal of the plate 3 out of the 6 screws were broken at the plate screw junction. The 5 out of the 6 screws were removed. Dr (B)(6) decided to leave the shaft of one screw in the patient in the 1st proximal phalanges. The osteotomy had healed and there were no adverse reactions. The plate removal was a routine procedure. Bone had healed. Concomitant part: 1 qty, part 02.211.240, lot 6629256. This report is for two (2) unknown variable angled locking 2.7mm screws. This is report 1 of 2 for (B)(4).